Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient's blood glucose (bg) has been inexplicably elevated for 'a few weeks'. The reporter stated that the patient's bg has been around 300 mg/dl. There were no reported signs or symptoms of hyperglycemia. The patient's health care provider (hcp) stated that the pump was not recording boluses in the bolus history. The patient reportedly was adamant that she was bolusing. Some of the entries in the bolus history were recorded as 0 units. The patient's hcp reportedly attempted to bolus and did not see insulin coming out of the tubing. The reporter voiced concerns that the pump was not delivering insulin appropriately. The pump was not available for troubleshooting. The patient was reportedly still using the pump at the time of the call to animas customer support. The reported bg excursions do not meet the definition of a serious injury. However this complaint is being reported due to the allegation that the pump's history was not accurate and that the pump may not be delivering insulin appropriately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.